Event description:
It was reported that the patient presented in the ER after receiving a vibratory alert for impedance. The upper and lower lead impedance limits were programmed inappropriately tight. All measurements were within range. Externalized conductors were observed via x-ray. Further information is not available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).